Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6 the reported event was confirmed by review of radiographs. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: baseplate screws broken visual examination of the provided pictures identified the explanted baseplate and fractured screw(s) covered in bio-debris. No further evaluation could be made with the provided pictures. The device history record was reviewed and no discrepancies relevant to the reported event were found. The infection was determined to be not device related. A definitive root cause cannot be determined for the additional reported events. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b5; h2; h3; h6. Investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Initial right reverse total shoulder performed on an unknown date. Subsequently, it was reported that the patient was revised due to baseplate screws being broken, all implants were explanted, and a glenoid bone graft applied. Spacer was implanted during the revision, suspected possible infection. Patient will be reimplanted at a later date. Glenosphere was also noted to be superiorly inclined. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Initial right reverse total shoulder performed on an unknown date. Subsequently, it was reported that the patient was revised due to baseplate screws being broken, all implants were explanted, and a glenoid bone graft applied. Patient will be reimplanted at a later date. Glenosphere was also noted to be superiorly inclined. The glenoid baseplate had migrated superiorly due to screws breaking in the glenoid vault. This forced the glenosphere to point superiorly. Infection was also suspected. Attempts have been made and additional information on the reported event is unavailable at this time.